Manufacturer narrative:
Once the system was returned, it was determined that the camera was bad and would need to be sent off for repair. Once the camera is fixed by the manufacturer, the system will be re evaluated by merge healthcare. The delay resulted in fluorosceine angiograms not being obtained. There is no known direct patient harm resulting from the experienced delay in care.

Event description:
Merge eye station is intended to be used in conjunction with existing ophthalmic fundus cameras to take images of the eye, perform fluorescein angiography, red free, color and icg still-image photography as well as video imaging. On (B)(6) 2016, merge healthcare received information from a customer that the merge eye station was giving the following error message: "camera does not appear to be operational." The customer tried rebooting the computer, changing the firewire chords, and switching ports and replugging them in; however, the issue was unresolved. The merge support department shipped a new fire wire card and the system temporarily worked. Once issues began again, support had the customer return the entire system. With the camera being unoperational there was a delay in care that has the potential of leading to a delay in treatment or diagnosis. There is no known direct patient harm resulting from the experienced delay in care. (B)(4).

Manufacturer narrative:
Additional information: this supplemental report is submitted to the FDA in accordance with the applicable regulations and as indicated by merge healthcare in the initial report submitted 05/27/2016. During troubleshooting efforts between the customer and merge technical support, all parts of the eye station were received for evaluation. The camera was sent to mega vision for repair. For complete resolution, merge healthcare replaced the camera and the pc on 07/14/2016. To date, no further issues have been reported. No direct patient harm was reported.